Manufacturer narrative:
Information contained in this report was previously submitted through psr (B)(6) 2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as an implant exchange with no complaint against the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side irritation/inflammation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, observed 40 mm dark patch edge material inside gel device, deformation and cloudy color in the gel observed after autoclave cycle.

Event description:
Patient reports right side irritation/inflammation. Device has been explanted.